Manufacturer narrative:
The insulin pump was programmed with correct time,/date and monitored 2 days. No time/clock anomaly noted. The insulin pump had intermittent button response due to flattened esc button dome switch. No unlocked lcd keypad connector noted. The insulin pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit, failed battery test alarms during testing. No prime/fill anomaly noted. The insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had cracked lcd window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he changed the battery to his insulin pump and received a battery out limit. The patient's blood glucose at the time of incident is unknown; however, he was wearing his old pump when he called and stated that his blood glucose was 404 mg/dl. Troubleshooting was initiated for the battery out limit. The customer also mentioned other issues with the pump where it certain screens cannot be accessed based on specific button presses. After the battery change the only accessible screens were the 12-hour set-up and fill cannula. The customer was advised to change the battery again to a brand new (B)(6) aaa alkaline battery and to clean the battery cap and battery compartment. The customer did so but the menu issue persisted. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.